Manufacturer narrative:
Review of device history record.

Event description:
The physician reported the pt had been treated with circular bioabsorbable searguard (cbsg). The report goes on to say that, post op, CT scan showed a fairly small pelvic abscess, in the pt, that was drained with no further problem. Additionally, the physician reported the event doesn't appear to be cbsg related and the pt is doing ok. Further investigation is pending.